Manufacturer narrative:
Concomitant products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v455827, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported the patient¿s device was off for two years due to lamictal side effects. The lamictal ¿overrode their therapy.¿ the patient had a lot of trouble with the therapy because of the lamictal.

Event description:
It was reported that when the patient¿s device was on and they took diazide (hctz) the symptoms she got were memory loss, falling, tripping, vertigo problems, memory deterioration, cognitive deterioration, and difficult talking. It was stated the patient had these symptoms since she was implanted. It was noted the patient stopped taking diazide a month prior to report and their symptoms went away and their stimulation therapy was working fine. It was also noted the patient had an upcoming appointment with their doctor and their stimulation system was working great. It was later reported that the cause of the event was unknown. It was stated the patient was reprogrammed and the patient was also instructed to turn their stimulation off for several days to see if their symptoms changed. The patient¿s outcome was reported as no injury. It was later reported from the time the patient¿s device was implanted they couldn¿t get their stimulation to a setting that would control their symptoms of essential tremor. It was stated the patient¿s symptoms gradually got worse and they also experienced cognitive memory loss. It was noted the patient started ¿investigating¿ medications around (B)(6) 2012 and they noticed that many side effects of one of their medications, lamictal, coincided with their essential tremor. Reportedly, around (B)(6) 2013 the patient stopped taking the lamictal and within 3-4 days they had no symptoms. It was stated their stimulation had been turned off since around (B)(6) 2013 because their symptoms would be even worse when on lamictal and stimulation was on. It was reported the patient¿s symptoms had been controlled well without stimulation other than a slight tremor in her left hand, which she they had since they were in high school. It was noted the patient had several falls since their device was implanted with some resulting in concussions and also a broken back. Reportedly, that had left the patient with chronic pain and they were scheduled to go in on (B)(6) 2013 for a pain stimulation trial. It was stated the patient had taken multiple medications and injections and they had not helped and t hey also used lidocaine patches and an external tens unit.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient did not have concerns with her device or therapy at the time of the report. It was also reported the patient could not get regulated enough to control her essential tremor symptoms. It was thought the medication the patient was on was overriding her deep brain stimulation (dbs). The patient's symptoms continued until she stopped taking lamictal. It was noted the symptoms while the patient was on lamictal almost ruined her life. Before this happened, the patient turned her dbs off at her site. Signs and symptoms of essential tremor continued until the lamictal was out of her system approximately 2 weeks later. The patient was left with some symptoms. The patient turned the dbs system back on. The patient felt more paranoid because her medical staff "thought [she] was crazy" as she was still symptomatic when the dbs was on and working.